Manufacturer narrative:
B5: added additional information.

Event description:
Update: additional information was received from an abiomed representative that no intervention was required for the limb ischemia and the patient recovered fine.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 64-year-old male patient. The impella was inserted for ventricular support for a protected percutaneous intervention (pci). Post-procedure, the impella was successfully weaned and then the patient developed a cold leg. It is unknown if any intervention was required. The post-procedure outcome is survived at explant. Limb ischemia can be attributed to a patient's vessel characteristics and/or large bore access cannulas.